Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device lot number 60000607 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a blood leak from the hemostatic valve occurred. Immediately after opening the sterile package of the vizigo and inserting it into the patient's body, and approximately twenty minutes after its use, reverse blood was confirmed. After the puncture, when attempting to insert the octaray into the patient's body through the vizigo, reverse blood from the hemostatic valve of the vizigo was confirmed inside the water seal. Additionally, when exchanging to the varipulse catheter, reverse blood was also confirmed. The vizigo short was continuously used while paying attention to dislodgement of hemostatic valve and air contamination until the end of the procedure. A few drops of blood loss occurred, but the exact amount is unknown. No air entered the patient's body. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
On 6-oct-2025, additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There were a few drops of blood loss that occurred but exact amount is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).